Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/09/2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 519 mg/dl with polydipsia associated with a suspend issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the user had suspended the pump multiple times. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.